Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). . Device not returned

Event description:
It was reported that during intra-aortic balloon (iab), the cardiosave intra-aortic balloon pump (iabp) displayed an autofill failure message. Troubleshooting was attempted. The customer confirmed that the helium extension tubing was correctly connected at both ends and appropriately sized to the iab. They did not believe there were any kinks in the iab or tubing. They then powered off the iabp and restarted it. The issue appeared to be resolved, however, the customer later reported that the autofill failure returned. The iab was ultimately removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.